Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The certitude delivery system was not returned to edwards lifesciences for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, although the exact cause of the event cannot be confirmed, patient factors (valvular calcification and stenosis) may have contributed to the balloon rupture during the deployment of the sapien 3 valve. The causes of the nose tip separation was related to the balloon burst and procedural factors (excessive force). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during a transapical pulmonic valve in valve procedure (sapien 3 valve in a pre-existing surgical valve), during the deployment of a 29mm sapien 3 valve, the certitude delivery system balloon ruptured at the end of the valve deployment. Difficulties were encountered during the withdrawal of the delivery system back into the certitude sheath. Approximately half of the delivery system was initially removed. The nose tip and remaining portion of the balloon were snared and successfully removed from the patient. A true balloon was then used to post dilate the sapien 3 valve. All devices were removed, and the access site was closed. No injury to the patient was reported. The patient was transferred to the ICU in stable condition. The patient experienced an uncomplicated hospital course and was discharged to home on postoperative day (pod) 4.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.